Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss.

Manufacturer narrative:
(B)(4).

Event description:
Drops bluetooth connection multiple times during the day and night. Must reset the phone. Rarely stays connected over an hour preferred contact time: 9:00 a. M. Cst